Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a certas valve (ID 828804pl) was flowing very slow for the setting it was programmed to; therefore it was explanted on (B)(6) 2023. The issue was found after implantation (date unknown). The patient was reimplanted with a new device with no issues.

Manufacturer narrative:
Certas valve (ID 828804pl) was returned for evaluation. Failure analysis - the position of the cam when valve was received was at setting 1. The valve was visually inspected, needle holes in the needle chamber were noted. The valve was leak tested and only leaked from the needle holes in the needle chamber. The valve passed the test for programming, occlusion, reflux, siphon guard and pressure. Root cause analysis - no root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer could be due to biological debris and protein build up interfering with the device, at the time of investigation no flow issues were noted.